Event description:
It was reported that the target lesion was in the proximal right coronary artery, which was an in-stent restenosis of a vision stent implanted in (B)(6) 2004. A shorter xience v 3.0 x 15 was successfully implanted. No patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of restenosis, as listed in the vision instructions for use, is a known adverse event associated with coronary stenting procedures. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.